Manufacturer narrative:
Based on the claim against the product by the customer noting the green sureform 60 reload would not complete the cut, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. Although the complaint regarding would not complete the cut was not confirmed by failure analysis since the green sureform 60 reload was not returned, the information gathered indicates that the device did contribute to the customer reported issue. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: it was alleged that staples were malformed with unknown cause. Malformed staples may contribute to an incomplete staple line. If not recognized during the procedure, medical intervention, including additional surgical procedures, may be required in the event that the staples are not formed as expected. At this time, it is unknown what caused the event to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. Information for the blank fields is not available. Fields are not applicable.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, a green sureform 60 reload would not complete the cut. The surgeon received a tissue tension error and after it stop cutting and there were three unformed staples sticking out of the tissue. He went and retrieved the staples with no harm to the tissue. No hole was made, and the stapler did not cut the unstapled tissue. The surgeon stated he changed the reload out and it worked as intended. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-ups attempts to obtain additional information. However, no further details have been received as of the date of this report.